Event description:
It was reported that a homechoice device experienced a high drain alarm 104. A high drain alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. This occurred after patient therapy. The technical services representative assisted the registered nurse in troubleshooting the alarm. There was patient involvement; however, no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. Reviews of the device history and the service history revealed no prior failures or problems that could have contributed to the reported event. Should additional relevant information become available a supplemental report will be submitted.